Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information provided: (the patient had a drain in head and the j-vac reservoir was near upper body.) The patient has hiv and the nurse who was exposed is currently taking oral medication. [The patient demographics] woman. [Progress] the nurse who was exposed to bodily fluids from the patient with hiv is taking oral medication now. [Health injury details] nothing particularly for now. [Treatment details] since the patient was an hiv patient, the nurse who was exposed to bodily fluids from that patient performed blood tests and other tests. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent procedure name? Date of procedure? Date of event where product had an issue? Who monitored the drainage and how often? When was the malfunction first noted? Was leakage detected? If so, where? Was another product used? What symptoms did the patient experience following the index surgical procedure? Onset date? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the nurse's current status? Product code and lot number? If applicable, will product / piece be returned? If so, please provide the return date and tracking information. No product available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown plastic surgery on an (B)(6) 2023 and a reservoir was used. In the ward / ICU, a nurse was handling the product to measure the blood pressure of the patient immediately after an unknown plastic surgery using a 100-ml valve, when the cap of the reservoir, which had not been specifically touched, spontaneously came off. When the cap came off, the nurse who was handling the blood pressure was exposed to air and bodily fluids on her face. \ the patient has hiv and the nurse who was exposed is currently taking oral medication. [Surgeon¿s opinion about causal relationship between product and event] no further details are not provided. No sample will be returned. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Procedure name? Unk. Date of procedure? (B)(6) 2023. Date of event where product had an issue? (B)(6) 2023. Who monitored the drainage and how often? Unk. When was the malfunction first noted? 2023/06/15. Was leakage detected? If so, where? No. Was another product used? Yes. What symptoms did the patient experience following the index surgical procedure? Onset date? In this case, the patient was unaffected. However, a nurse was exposed to the patient's body fluids. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Surgeon also wondered. What is the nurse's current status? Now, no problem. Product code and lot number? Product code is 2160, lot nubmer is unknown. If applicable, will product / piece be returned? If so, please provide the return date and tracking information. No sample will be returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.